Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue of bent pin. Visual inspection revealed the ac adapter's lemo connector pin were bent. Carefusion scrapped the ac adapter and the customer was sent a replacement part to address the reported issue.

Event description:
It was reported to carefusion that the ac adapter had burnt and bent pins at the lemo connector. There was no report of any patient involvement associated with this complaint.